Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-aug-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in override due to connectivity issue. A field service engineer (fse) checked the station via remote support service and observed it was offline for 2 hours, with the update agent offline for 14 hours. Upon contacting the poc, it was confirmed the issue had been ongoing and critical for the ER area. The fse advised engaging network information technology to inspect open ports and provided the station mac and information protocol details. After follow-up, the station was found online, and connectivity was restored after it intervention, confirming the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es rhflerdpx2 was in override due to connectivity issue. The ethernet cable was unplugged and then replugged. The machine was restarted; however, there was still no connectivity. The customer stated that there was a delay in patient care. However, there were no adverse events or injuries reported based on this event.